Manufacturer narrative:
The company service representative examined the system and confirmed the system message. The fluidics module was replaced and sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed, when additional information becomes available.

Event description:
The nurse reported that a system message displayed during set up. The company technical support specialist assisted with troubleshooting, with the system message continuing after changing cassettes. The nurse was unable to clear the system message, with no vacuum available. Three cases were cancelled and rescheduled. No consumables were saved for evaluation. No patient injury was reported.